Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, during an attempt to reinsert the guide wire through the guide wire exit port, resistance was felt and the tip of the guide wire could not be advanced through the guide wire exit port. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty inserting a guide wire into the guide wire exit port of the device was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation, there is a possible product issue related to the difficult to insert guide wire through the guide wire exit port. Further assessment of this issue was conducted per site operating procedures. Corrective and preventive actions to address this issue have been conducted and the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.